Manufacturer narrative:
The reported event of lead adhesion was not confirmed. As received, a complete lead was returned in one piece. After cleaning, the helix could be extended and retracted appropriately. The full helix length was measured to be within specification. No lead anomaly found.

Event description:
Related manufacturer reference number: 2017865-2022-48351 it was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was not capturing. The patient was brought in for a procedure, and while the right ventricular lead was being repositioned it was discovered to have adhered to the atrial lead causing it to dislodge as a result. Both leads were explanted and replaced without further issue. The patient was stable.